Manufacturer narrative:
(B)(4). Device evaluation: one diluent pump was returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. Functional testing confirmed the reported event. The diluent pump failed testing. The most probable cause of the reported event was due to a failure of the diluent pump. (B)(4) per exemption number e2017013. .

Manufacturer narrative:
An fse arrived at the site to address the reported event. Inspection of the feed tube noted it to be unrestricted; however, the diluent pump had failed. Fse replaced the diluent pump. No further issues were noted. No further action was required by field service. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were no similar complaints identified during the searched period. The aia-900 operator's manual under chapter 12 - flags and error messages was reviewed and states the following: 2105 diluent suction error the aia-900 operator's manual under chapter 12 indicates that the 2105 diluent suction error message is generated when the tip does not touch the liquid level during suction of the diluent. A retry will be carried out, and if there is no improvement a ds flag will be attached to the measurement result. If the trouble reoccurs, contact the tosoh local representatives. Check the diluent, the adjustment of the suction position, the liquid level detection sensor s053, the liquid level detection operation, and also the liquid level detection sensitivity. A conclusion is not yet available; device is currently being investigated. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
It was reported that the customer received "2105 diluent suction" error with their aia-900 analyzer. The technical support specialist instructed the customer to remove the diluent bottle suction filter; and prime the diluent; however the issue persisted. The diluent bottle was reported to be full, and had been replaced the day before. The customer stated that they did not have a replacement filter on site. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.